Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient came in for routine follow-up due to observed beeping on the cardiac resynchronization therapy defibrillator (crt-d). Subsequently, it was noted that this crt-d and right ventricular (rv) lead exhibited a high out-of-range (oor) shocking lead impedance (sli) measurement. All other electrical parameters were in range measurements. Disk analysis revealed gradual increase in the sli measurement from 90 ohms to 132 ohms. It was reported that the physician did not suspect a lead issue at the moment and has decided to schedule the patient for the next follow-up in three months. The system remains in service. No adverse patient effects were reported.